Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with a replacement device. Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the lid switch, designator sw5. Stryker archived the device.